Manufacturer narrative:
(B)(4). It was received for analysis a labeled winding former and a dispensed needle-suture of product code sxpp1a401. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and the sides of fixation tab broken were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿pulling the wire uncoupled the block that locks the wire at the end of the wire¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mlm858 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2019 and barbed suture was used. The procedure was used on the aponeurosis plication abdominal rectus muscles. When the surgeon was pulling the wire, uncoupled the block that locks the wire at the end of the wire. Another like device was used to complete the procedure. There were no adverse patient consequences reported.